Event description:
On march 25, 2025, nakanishi received a phone call from a distributor about an nsk handpiece overheating. The details nakanishi obtained are as follows: - the event occurred on (B)(6) 2025. - the dentist was extracting an impacted wisdom tooth of a patient's lower right jaw using the x-sg65l handpiece (serial no. (B)(6)). - the patient was under general anesthesia. - during the procedure, the dentist found the black-color adhesive material on the patient's mucoperiosteum, then noticed that it was mucosal burn injury, and stoped the procedure. - the patient received a burn that damaged the second layer of skin from the right corner of their mouth to their right lower red lip. - the dentist applied an ointment containing an antibacterial medicine to the affected area at the time of the injury. - the dentist observed abnormal intermittent noise when the handpiece was idling after stopping the procedure. - the patient has had a follow up visit with the dentist and the dentist recommended the patient to see a plastic surgeon. - the patient was treated with a steroid ointment and a therapeutic agent for skin ulcer at the plastic surgery.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x-sg65l device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. The maximum temperature measured 5 minutes into the test were as follows: - test point (1): 45.2 degrees c. - test point (2): 42.4 degrees c. - test point (3): 35.7 degrees c. - test point (4): 33.9 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the ball bearing, chuck, and body were soiled and discolored. B) nakanishi cleaned the inside of the handpiece using nakanishi pana spray plus until no more dirt was ejected from the handpiece and observed that the internal parts had been cleaned but the ball bearing had been abraded and the bearing balls had been metal-stripped and deformed. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi was not able to replicate the temperature rise at the time of the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was frictional resistance generated by contact between the soiled ball bearing retainer, the outer, inner races, and bearing balls. B) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.